Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.